Event description:
A surgeon reported that a patient complained of seeing a black arc in patient's vision one week following implantation of an intraocular lens (iol). The iol was replaced with a different model, and the problem was eliminated. Additional information concerning this event has been requested.

Event description:
Additional info was provided by the reporting surgeon. The pt's visual acuity (va) before intraocular lens (iol) implantation was 20/50. After the initial iol implant, the pt's va was 20/20 with dysphotopsia. Following the iol explant, the pt's va was 20/80 and the pt experienced edema and uveitis.